Manufacturer narrative:
Findings: unit alarmed motor error during the rewind due to motor connector not plugging properly. Unable to verify error alarms due to motor error alarms. The motor was tested outside the device and passed. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The device was returned for analysis.